Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using an ilet system with a contact detach 23 inch 6 mm infusion set; capillary blood glucose reached a reported high and a subsequent meter reading of 481 mg/dl, despite two infusion set changes and no visible site issues. Symptoms included no reported clinical manifestations such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-management without backup therapy, no ketone testing, no medical intervention, and return of glucose to the normal range later the same day. Investigation included troubleshooting and education by customer care and review of available device data. Investigation of this case revealed no device malfunction identified and no component failure apparent, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.